Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the electropneumatic proportional valve unit was loose on the high flow insufflation unit. No patients were involved.